Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/19/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * lot number scbcls appear to be associated with a different product code. Could you please confirm the product code and lot number of the involved device? * procedure name? * is this device available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) * would you like to receive a letter of analysis once the investigation is complete? To whom should this letter be sent? (Please provide name and email address) * please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. It was reported that the suture had a hair wrapped around suture. There were no adverse consequences reported. Additional information was requested.